Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk was full. A review of the system logfile found no error. Fse deleted the old data. After deleting the old data, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's image disk was full. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.